Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was successfully completed with another of the same device. There were no complications reported, and the patient was good following the procedure.